Event description:
The customer reported that the image was corrupted when it was sent to pacs. The image looked like four bars, white and black. It is possible that the image was retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solutions USA. Gender info was not provided. (B)(4). The customer was advised to provide the image from dstore and log files. The dealer was given troubleshooting measures, but the problem has not reoccurred. A new firmware was released to correct this problem. Remedial action information provided. A service update was issued to replace the firmware in the sensor panels. The dealers have been notified. The service representatives will update the firmware of the customers during routine service calls and as problems are reported. (B)(4).